Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 420mg/dl. Troubleshooting was performed. The programming in the pump was correct. Performed self-test and fixed prime test and passed. However, the high pressure test failed. No further info was provided.

Event description:
Caller reports plastic surrounding electrical contacts of this inform meter is melted. No adverse event reported. A request was made for the return of the device, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.